Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During lens delivery, the haptic tore. In addition, the crystalsert had a sharp edge, which tore the capsular bag. The event required intervention to remove and replace the iol with a different lens model.

Manufacturer narrative:
Conclusions - other: root cause: according to the physician, the root cause of the reported issue is related to a sharp edge on the lens injector. (B) (4).